Manufacturer narrative:
Batch review performed on 25 july 2022 on lot 1906890: lot 1906890: (B)(4) items manufactured and released on 20-sep-2019. Expiration date: 2024-sep-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause is unknown. The surgeon revised the insert (11 mm to 17 mm). The surgery was completed successfully.